Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited infection. A revision was performed and the lv lead along with the cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead and right ventricular (rv) lead were explanted. There were no additional adverse patient effects reported. These explanted products will not be returned.